Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the patient had fallen off the dolphin while sleeping. The patient sustained injuries to the right knee, right hip and hurt the pressures wounds that are on different parts of the body. Caregiver stated that patient refused any medical attention after the fall. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. The mattress and control unit have been returned to the manufacturer and the investigation is in process.